Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the provided pictures identified no cement adheres to the implant and some scratches were seen in the femoral condyle. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert 87-6203-762-22, nexgen cr-flex and lps-flex, gsf knee femoral components: loosening is a known adverse effect of these systems. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown nexgen articular surface. Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to aseptic femoral loosening. There was no cement adhesion to the back of the nexgen lps femoral component. There is no additional information available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. D11: medical product. Stemmed tibial component precoat size 5, item#: 00598004701, lot#: 62703212. Articular surface size ef 10 mm height, item#: 00596204010, lot#: 62502525. All poly patella standard size, item#: 00597206532, lot#: 62710284. Palacos r + g (1x40), item#: 66022663, lot#: 78834388.

Event description:
No further event information available at the time of this report.